Event description:
It was reported that the physician's handheld was not holding a charge. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
.

Event description:
Product analysis was completed and approved for the returned hhd on 03/12/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed and approved for the returned software flashcard on 03/12/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.